Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from one patient sample tested on the cobas 8000 cobas ise module. The initial results were deemed critical and were reported outside of the laboratory. The doctor requested a redraw prompting the rerun of the patient sample on their other cobas 8000 cobas ise module. The initial na result from the module was 180 mmol/l. The repeat result from the other module was 144 mmol/l. The initial k result from the module was 6.29 mmol/l. The repeat result from the other module was 5.0 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas ise module (double) is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, PMA / 510k (premarket numbers) updated. The investigation reviewed the last calibration performed on 06-may-2024 and the results were within specifications. The investigation reviewed the alarm trace and abnormal aspiration & sample clot detection flags were noted. This is an indication of possible poor sample quality. The field service engineer (fse) inspected the analyzer and identified the loose vacuum nozzle thumb screw as the cause of the event. He then adjusted and checked the vacuum and sipper nozzles and thumb screws. He performed a 20-sample precision check, calibrations, and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.